Event description:
It was reported that patient underwent a procedure to implant cement spacer molds on (B)(6), 2012 due to infection. During the procedure, it was discovered that the taper insert for the head mold was not in the correct position after the cement was injected. A second head mold of the same size was opened and not used because the taper insert did not appear to be positioned correctly. A smaller sized head mold was used to complete the procedure. There was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation confirmed the insert was improperly seated causing the insert to be molded with bone cement at an undesirable angle.